Manufacturer narrative:
Event initially reported using (B)(4). This memo does not apply to components submitted. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
This is the same event as 3010536692-2016-00533 & 3010536692-2016-00534.

Event description:
Allegedly, the patient was revised due to suspected metallosis reaction and increasing pain (left).